Event description:
It was reported that the iab was inserted in 04. Two days later, blood was observed in the helium tubing. Because of this, the iab was removed. A replacement was not indicated. There were no associated pt complicatons.